Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod for between 25 and 36 hours. When the pod was removed from the insertion site (arm), it was noted the cannula did not deploy. The patient was treated with lantus insulin in the leg and saltwater infusion. The patient was released the following day. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.